Event description:
The lead was dislocated. Attempts to replace, it failed because fixation was not achieved. The lead was removed. A function test revealed that the screw did not slowly unscrew but "sprung out" at one point. Lead was explanted.

Manufacturer narrative:
No material defects or mfg errors could be determined during lead analysis. The lead fixation was found to become stuck and unstuck during analysis. This observation could be traced back to the coagulated blood and tissue residue present in the screw tip. Otherwise, nothing unusual could be observed that would be related to this dislocation observed at the clinic.